Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 10ml s/su had foreign matter. The following information was provided by the initial reporter: according to the laboratory coordinator, this abnormality has never been observed, as shown in the image. I was in a meeting with the clinical laboratory coordinator earlier and she told me that this quality deviation has occurred in more than one batch, so we need to actively search our stocks.

Event description:
No additional information provided.

Manufacturer narrative:
A batch history analysis (DHR) was carried out, maintenance records and quality notifications were checked and no records potentially related to this defect were found. Through the photo and video it was not possible to confirm the reported incident. We are following the abnt nbr iso 7886-1:2020 standard ¿ note 2 - when the lubricant surfaces on the surface of the syringe barrel. We evaluated the retention samples according to msa (measurement system analysis) and did not find parts with excessive silicone. In the line that carries out the syringe assembly process, the parts are inspected every 2 hours using visual methods and functional tests. Bd's processes are validated in accordance with what is established, maintaining their quality through inspections in periods with statistical guarantees. As this is the first complaint for the batch, not exceeding the acceptable quality notification (aql) limit, no maintenance orders or quality notifications being verified and in the absence of samples to evaluate the possible root cause, the incident identified from of this complaint will be monitored to assess trends.